Event description:
After open ended catheter removed, before balloon dilator passed, particle noticed to right of guide wire. Particle dislodged as dilator passed. Particle appeared to be piece of cook open ended. This is now free-floating in bladder. Physician believed it to be open ended catheter. Unable to retrieve particle at end of procedure. It already passed when bladder emptied.